Manufacturer narrative:
The device was returned for evaluation, and the failure mode could not be reproduced. The root cause is unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced intermittent controller error alarm. A loaner was sent to the customer. No patient harm reported.